Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Customer's blood glucose level was 166 mg/dl. The customer changed multiple cartridges to address the issue.